Event description:
I had essure implants placed in fallopian tubes in (B)(6) 2010. Three months later, I learned I was pregnant and 2 weeks later miscarriage and had to have dnc performed. I had to have hysterectomy performed (B)(6) 2019 due to severe pain, heavy bleeding, multiple cycles in 30 days period. Hysterectomy revealed that one implant was in my fallopian tube and the other embedded in my uterus. I suffered horrible pain with each cycle and was afraid no one would remove them. Glad to be essure free.